Event description:
Customer states the use by date on the aviva test strip vial label is 11/30/2009; MFR's batch record confirmed the actual use by date to be 06/30/2009. No adverse event reported. Requested return of product, replacement sent.